Event description:
Per the surgeon, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. The patient was reimplanted with a new fixture on (B)(6) 2014.

Manufacturer narrative:
(B)(4). The device is unavailable for analysis.